Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. Reportedly the customer experienced an elevated blood glucose (bg) level of 400 - 600 mg/dl. Customer attempted to administer a correction bolus via pump and changed supplies to address bg. Then went to the hospital where they were subsequently hospitalized in the intensive care unit and treated intravenously with fluids of saline and insulin. Customer was released on (B)(6) 2023 from the hospital with no permanent damage. A replacement pump was sent to resolve the issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.